Event description:
Nursing assistant transferred a pt. To bed, using the trans-aid lifter. The sling for the lift was under the pt. The nursing assistant had the pt. Roll over to left side and when the pt. Rolled over, she rolled over one of the sling hooks which became embedded (approx 1 1/2") in her thigh. The pt. Was sent to the emergency room, where the hook was removed. She required 5 sutures, the insertion of a penrose drain and antibiotic therapy.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.